Event description:
The customer reported to olympus, that the visera cysto-nephro videoscope had parts fall off from the distal end (including bending section). We upgraded to a v pro from steris, and it blew off the rubber from the distal tip during preparation for use. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer¿s allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: leaking bending section / unable to find other leaks, and light guide lens small leak at edge. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the distal end parts detaching could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿ caution ¿ do not damage the endoscope¿s distal end, insertion tube, bending section, video connector, and light-guide connector when you transport and reprocess the endoscope.¿ olympus will continue to monitor field performance for this device.